Event description:
The manufacturer received information alleging a trilogy ev300 device failed active exhalation verification test. There was no allegation of patient harm. The device was not in patient use. During the evaluation of the trilogy ev300 device by a third-party service provider, the pre-existing fault was detected: the device failed the active exhalation verification in the system setup test. The technician replaced the proportional valve (aecm) and 3-way solenoid valve to address the issue. The root cause conclusion was that the issue originated from the 3-way solenoid valve and proportional valve (aecm). The technician then performed a complete pvt as per the manufacturer's specifications. All tests and calibrations were found to be within specification or passed testing. The device was placed back into full clinical service and was ready for patient use.

Manufacturer narrative:
The reported failure of the active exhalation verification test is accommodated in the product risk management file as being linked to hazard with description patient exposure to function / deterioration of function. Complaints for this failure are reviewed via the post market complaint trending and escalation processes to assess for the observed probability levels and compare them with the predicted levels in the risk file for the hazards linked to the failure. As of the date of submission for this report, there is no indication that complaints for the failure in question has led to unacceptable increase in probability levels for the hazardous situations in scope, and therefore no further action will be pursued. Qa continues to monitor complaints for this issue per the cadence in the complaint trending procedures. DHR review was performed for the complaint device serial number, (B)(6) review confirms that the device met the final acceptance criteria and was released for final distribution.